Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection.

Manufacturer narrative:
Previous admissions for driveline infection: MFR # 2916596-2023-00531, MFR#2916596-2021-06608, MFR# 2916596-2021-06615, MFR# 2916596-2021-02497. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cultures were positive for coryneform and staphylococcus epidermidis. They had symptoms of increased discharge for few days, chills, and nausea with one episode of vomiting. The patient was treated with vancomycin and cefepime and computed tomography was negative for deep space infection. Patient was also treated with intravenous dalbavancin for two weeks.